Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, system 98 unit leak in the iab circuit. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4,d1,d4(version or model #),d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge fse checked the machine with balloon caterer. Passed the functional tests.device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.